Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the energy selection switch is faulty. No patient information was provided.